Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set was bent event within the last 2 weeks. The infusion set was in use for a couple's hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.